Manufacturer narrative:
This is a duplicate report of 1818910-2013-04117. This report, 1818910-2013-11410, will be rejected. 1818910-2013-04117 will be kept for investigation purposes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Legal claim received. It is alleged that the patient suffers from pain and possible increased metal ions in the blood.